Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we surmised that the white balance coefficient of the scope ID was not a normal value because it was immediately after the repair of the relevant scope (pcf-h290zi, serial: (B)(6) was completed. We surmised that due to this, image was not displayed in the beginning, but the issue was resolved after the white balance was manually set. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility name shortened from "(B)(6). " due to restriction on characters allowed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an image blackout. The issue occurred during set up (inspection for use), before patient in room. There were no reports of patient harm.